Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged resulting to high pacing threshold measurements. The lead was surgically abandoned as it could not be repositioned. The lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.